Event description:
It was reported that approximately 2 weeks ago the actual residual volume was less than the expected residual volume. The specific values for the volumes was unknown, but it was thought it was around 2 mls. The patient was asymptomatic and doing fine. It was unknown if the pump had any previous reservoir volume discrepancies. The pump was delivering morphine. It was later reported that the patient was receiving effective therapy

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).